Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, a closed reduction procedure was performed on an unknown date due pain. During the procedure, the hip dislocated and the patient underwent a revision procedure. The bi-polar head and modular head were removed and replaced. Only the bi-polar head was manufactured by biomet inc.

Manufacturer narrative:
Evaluation of the returned device found damage which likely occurred due to the disassociation. The most likely cause of the disassociation is that the bipolar head became impinged on the patients acetabulum during the attempted closed reduction after the patient fell.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date of event - unknown; date implanted - unknown; date explanted - unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 15 states, "intraoperative or postoperative bone fracture and/or postoperative pain." The associated modular head that was also removed and replaced during this event was reported under manufacturer report number 3002806535-2014-00122.